Event description:
Monoject syringe causing coring of vial septum with floating debris in the chemotherapy solution. The debris looks like pepper flakes. Syringe is not available, but chemotherapy solution with debris is available.